Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had reached end of life. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned per facility policy.